Event description:
The pt reported charging issues between the implant and the external equipment shortly after having a lead revision procedure. It was confirmed that monopolar electrocautery was used during the procedure. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. An advanced bionics rep performed device evaluation. The problem was confirmed. An explant has been recommended.